Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon popped and the catheter came off from the patient at night while sleeping. The patient had to go to the emergency room and the catheter had to be replaced.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package opened or damage. Recommended inflation capacities: 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was changed the previous day. The complainant stated that it seemed the balloon popped at night while the patient was sleeping and the catheter came off. The patient had to go the emergency room to replace the catheter.